Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper broke, and the instrument could be removed without leaving any fragments in the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a fracture of the tip-up fenestrated grasper at the plastic/metal joint junction. Small plastic fragments fell off of the instrument.